Event description:
The consumer indicated a tampon fell apart upon removal and half of the tampon remained inside her.

Manufacturer narrative:
Device history record in review. Consumer did not return product for evaluation.